Event description:
The field engineer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries, real time operating system and general purpose operating system were replaced and the generator was recalibrated. The system was then found to be operating as intended.